Event description:
Patient was undergoing a coronary bypass graft procedure and experienced a sudden drop in blood pressure. It was noted that the arterial line of the heart lung bypass system was filled with foam and air bubbles. The perfusionist noted that the venous reservoir was nearly empty. Despite the presence of a blood level detector on the venous reservoir and an air bubble detector on the arterial line, neither detector was triggered and no alarm sounded. The surgeon and anesthesiologist initiated maneuvers to prevent air emboli from affecting the patient. There was no adverse outcome to patient.